Event description:
It was reported the patient had high impedance several times during surgery. The generator was isolated and tested with the test resistor pin and found to be working. The lead pin was re-inserted to verify adequate insertion and the lead was changed out. The patient's nerve was irrigated to make sure it had not dried and the size of the lead was checked to verify it was the appropriate size for the patient. It was later explained the surgery decided to close the patient and have the neurologist check the patient in a month to see if the high impedance was still present. The lead impedance reportedly showed >10,000 ohms during surgery. The device history records for both the lead (the second lead that was used) and the generator were reviewed and each device had passed all testing prior to distribution. The device history record for the first lead could not be reviewed as the serial number was unknown since it was discarded. MFR. Report # 1644487-2017-03737 houses the high impedance on the second lead that was used. This MFR. Report houses the initial lead that was used and discarded. No additional relevant information has been received to date.